Event description:
It was reported that the compressor unintentionally went into standby mode. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the compressor unintentionally went into standby mode. Our field service engineer investigated the reported issue and solved the problem by replacing the standby valve. The replaced part was returned for further investigation. Simulated use testing of the returned standby valve in a compressor for 24 hours, could not reproduce any failure. No abnormal deviations were detected during the test. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).